Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jan2020.

Event description:
The customer reported unit had bad touchscreen and would not pass touchscreen calibration. The service technician confirmed the reported issue. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the touch screen and unit passed all performance tests and is ready to be returned to service.